Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump got dunked in water. Customer stated that when he presses a button it scrolls continuously. Customer further stated that when he fills tubing the numbers never appear and he is unable to escape the sequence. Customer's blood glucose reading at the time of the call was in the 120 mg/dl range and has treated with manual injections. No further information reported.